Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was found to be t-wave oversensing (twos) on a stored episode of ventricular tachycardia (vt). It was noted the patient has an intra-atrial aneurysm with a known propensity for vt during exertion, and the recorded episode took place while the patient was dancing. A noninvasive pacing study (nips) was performed in which the t-wave oversensing was unable to be reproduced. No programming changes were completed at this time and the lead remains in use. No patient complications have been reported as a result of this event.